Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that she had an issue with three bent cannulas on her infusion. She changed her infusion since it was time to change things out. Her blood glucose level kept on rising so she went to the emergency room and when the infusion was removed, it was found that the cannula was bent. The site location was at the abdomen and the infusion had been in use for about 8 hours of the first day. The patient was hospitalized for 7 days due to this issue. No further information available.